Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crtd) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that this device is depleting normally and code 1003 could be disregarded as this was a false trigger of the code 1003 algorithm due to a large increase in power consumption due to programming changed last month. To date, this device remains in service. No adverse patient effects were reported. Additional information received the cardiac resynchronization therapy defibrillator (crt-d) has been explanted and replaced. The device has been received for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.